Manufacturer narrative:
(B)(4). Foreign: germany. The product will not be returned to zimmer biomet for evaluation as the product remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a bone fixation procedure involving a fixation nail. The bone appeared to be healing, however, fourteen weeks post-implantation, the patient reported a clear cracking and the nail appeared to be fractured on xray images. Further imaging has revealed an incipient pseudoarthrosis of the arthrodesis. The fixation nail remains implanted and no further intervention has been reported at the time of this report. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at time of this report.